Event description:
This report is to advise of an event observed during device analysis revealing a burnt component on the patient electronic system printed circuit board (pcb). The patient electronics system was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Internal visual inspection inside unit¿s enclosure revealed a burnt/melted component on the printed circuit board (pcb) board. The damaged component came in the form of a burnt so8 ind pin el7156 driver ic designated u34. Unit went through diagnostic testing without any power malfunctions. Root cause of the unit¿s inability to power on concluded to be the patient electronic system pca having a damaged pin driver ic and burnt printed circuit board (pcb) board.